Manufacturer narrative:
Intuitive surgical, inc. (Isi) received maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument's rubber tip was burnt. The procedure was completed with no reported injury.